Manufacturer narrative:
The report received from the affiliate indicated that the palmaz genesis 9 x 29 mm stent came off of the stent delivery system (sds). The stent was hand-mounted onto the sds and was delivered to the target lesion. The balloon did not inflate properly, it dog-boned, and then burst at an unknown pressure. It is not known what action was taken or required due to the event. No further information has been obtained in response to investigational questions. It was reported that the device will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1008060 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Sds- assy genesis subassembly lot 0510080032 was reviewed and (B)(4) unit was rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent retention test results were reviewed and it was found that the results were accepted according to specification. Ca opro subassembly lot 0309080183 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the parameters were found according to specification. Balloon assy opro subassembly lot 0609080173 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. With the limited procedural information and without the return of the device for evaluation, no conclusion can be made regarding the reported events; however, procedural factors /vessel characteristics may have contributed to the dog boned shape of the balloon upon inflation, balloon burst and stent dislodgement. Based on the review of the device history record, there is no indication that the events are related to the device manufacturing process; therefore, no corrective actions will be taken.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the palmaz genesis 9 x 29 mm stent came off (dislodged) of the stent delivery system (sds). The stent was hand-mounted onto the sds and was delivered to the target lesion. The report also indicated that the balloon did not inflate properly (dog-boned), and then burst (pressure unknown). There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.